Manufacturer narrative:
Blank fields on this form indicate the information is unknown or unavailable. This report includes information known at this time. A follow up report will be submitted should additional relevant information become available. This report is required by the FDA under 21 cfr part 803. This report is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement made in it is intended to be an admission that any cook device is defective or malfunctioned; that a death or serious injury occurred; or that any cook device caused or contributed to; or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
Additional information was reported on (B)(6) 2019 stating that the 53 year old male patient had a "small apixal pneumothorax, not much effusion", and that a chest x-ray was repeated after removal of the device. No other adverse effects were reported for this occurrence.

Manufacturer narrative:
Patient code: (B)(6). Device code: detachment of device or device component (2907). Investigation: evaluation. A review of the documentation including the complaint history, drawing, instructions for use (IFU), manufacturing instructions, quality control and specifications was conducted during the investigation. The visual inspection of the complaint device could not be completed as the complaint device was not returned for inspection. However, a document based investigation evaluation was performed. A review of the device master record found that proper procedures are in place to identify and prevent this failure mode prior to device distribution. A review of the design history file found that the proper controls are in place to inhibit this failure mode. This analysis indicated that the risks associated with the devices are acceptable when weighed against the benefits. A review of the device history record could not be completed due to a lack of lot information from the user facility. A global sales shipment report could not narrow down what lot this complaint pertains to. There is no evidence to suggest there is any nonconforming product in house or out in the field. Additionally, a review of the product labeling for the device was completed. The instructions for use state the following instructions related to the reported failure mode: precautions: "this product is intended for use by physicians trained and experienced in percutaneous pleural drainage techniques. Standard techniques for placement of chest tubes should be employed." Instructions for use: "9. With the wire guide still positioned within the pleural space, advance the chest tube inserter/chest tube assembly over the wire guide and into the pleural space. Note: if resistance is encountered during chest tube assembly insertion, determine the cause of resistance and take necessary action to relive resistance before proceeding." How supplied: "upon removal from the package, inspect the product to ensure no damage has occurred." Based on the information provided, no inspection of the product, and the results of the investigation, a definitive cause for the failure could not be established. It is possible that forces used during placement, manipulation, or maintenance of the device contributed to the failure. It was concluded that the cause could be traced to a component failure. The appropriate personnel have been notified. Per the quality engineering risk assessment, no further action is required. Cook will continue to monitor for similar complaints. This report is required by the FDA under 21 cfr part 803 and is based on unconfirmed information submitted by others. Neither the submission of this report nor any statement contained herein is intended to be an admission that any cook device is defective or malfunctioned, that a death or serious injury occurred, nor that any cook device caused, contributed to, or is likely to cause or contribute to a death or serious injury if a malfunction occurred.

Event description:
No additional details regarding patient/event information has been received since the previous medwatch report was sent.

Manufacturer narrative:
(B)(6). Occupation: unknown. PMA/510(k) #: exempt. This report includes information known at this time. A follow-up report will be submitted should additional relevant information become available.

Event description:
It was reported that a chest tube from a thal-quick chest tube set was inserted and sutured onto the patient while in the intensive care unit (ICU). The tube came apart from the connector on (B)(6) 2019 in the early morning. The patient was attended to by the critical care outreach team (ccot), and was then seen by a respirologist 8 hours later. Due to the malfunction, the tube was removed from the patient. As reported, the patient did not experience any adverse effects due to this occurrence. Additional information regarding event details have been requested, but have not been made available at the time of this report.